Manufacturer narrative:
Correction: reported on serial number (B)(6), should have been serial number (B)(6) (right side).

Event description:
It was reported that the patient experienced wound dehiscence at the lead incision site. In turn, a wound wash out was performed on 21feb2024 and the patient is on antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.